Event description:
It was reported that the customer could not deliver a bolus, stop insulin, start/stop a temp rate or access any pump features, aside for "my pump" and "history". The customer's blood glucose level was 450 mg/dl. Tandem technical support informed the customer that when the feature lock is turned on, all features aside from "my pump" and "history" will be disabled.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.